Event description:
According to the reporter, during whipple surgery the doctor used a linear stapler to close the duodenum. When cutting with the first stapler, the stapler did not form the standard b form. The doctor replaced the stapler with the same lot number and the result was the same. Then the doctor changed the stapler with a different lot number the result was that the staple entered the form but the staple failed to form the standard b form. Finally, the doctor switched to using another stapler and the result was good. The duration of the surgical procedure was extended to thirty to forty-five minutes.

Manufacturer narrative:
D10 concomitant product: gia80mtc, cartridge gia80mtc medthk tristp (lot# n4d2192uy), gia80mtc, cartridge gia80mtc medthk tristp (lot# n4d2192uy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted in video that stapled tissue could be seen. Handheld tweezers were used to pull staples from tissue. A staple was pulled from the tissue and did not have a proper form. Two additional staples were pulled from the staple line. Three staples were pulled from the staple line. Blood could be seen pooling from the tissue. A gloved hand could be seen grasping tissue. The camera was brought closer to the tissue. Some of the staples placed in the tissue did not appear properly formed. Tweezers were used to pull out two non-formed staple from the tissue. Three additional staples non-formed staples were pulled from the tissue. It was reported that the device had an issue with staple formation. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, d10, g3 d10 concomitant products: gia80mtc, cartridge gia80mtc medthk tristp, (lot # n4d2192uy); gia80mtc, cartridge gia80mtc medthk tristp, (lot # n4d2192uy); gia80mtc, cartridge gia80mtc medthk tristp, (lot # n4e1716uy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during whipple surgery the doctor used a linear stapler to close the duodenum. When cutting with the first stapler, the loading unit did not form the standard b form. The doctor replaced the stapler with the same lot number and the result was the same. Then the doctor changed the loading unit with a different lot number the result was that the staple entered the form but the staple failed to form the standard b form. The same happened to another loading unit from the second lot number. Finally, the doctor switched to using another stapler and the result was good. The duration of the surgical procedure was extended to thirty to forty-five minutes.